Manufacturer narrative:
Date rec¿d by MFR : 19aug2019. An assy, blower, moog motor was returned for analysis. An investigation was performed, and the customer complaint was caused by a failed hall effect sensor at s1. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. The manufacturer's field service engineer (fse) confirmed the vent inop condition at startup (e/c 1012 - air valve liftoff failure). The fse noted that the unit powered up and the display was visible but the unit did not cycle and the blower did not spin. The (fse) replaced the defective blower assembly to address the reported problem. The unit cycled normally, no other problems were found. The fse performed preventive maintenance, extended self test and performance assurance; all passed.

Event description:
The customer reported the ventilator was inoperative. There was no patient involvement.